Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridges "fell off the pump". There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.